Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: neu_wrench_acc, serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a battery issue that occurred during a procedure. The im plantable neurostimulator (ins) was opened for implant and the hcp proceeded to connect the lead to the ins. The lead would not go all the way into the header block of the ins. The lead was removed from the header block, the head screw was backed off, and a second attempt was made to insert the lead into the header block. Only three (3) blue indicators visible. Thus the procedure was repeated several times, but the lead would not go into the header block. Impedance reading indicated the ¿jess¿ [lead] was not seated in the header block correctly. There appeared to be something stopping the lead going all the way in. A second ins was opened and the lead was seated very easily in the new ins header block with all four (4) blue indicators showing, impedance was within normal limits, and issue was resolved. It was noted that it did not appear to be other factors involved. Troubleshooting was noted as impedance performed, lead wiped, and observed, and there did not appear to be any damage. No symptoms reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the ins, model 3058, s/n (B)(4), found no anomalies. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. If information is provided in the future, a supplemental report will be issued.